Event description:
It was reported that there was a system error while an unknown medication was infusing on a patient in the intensive care unit. "System failure' displayed on IV pump, turning off all 4 infusions. Staff forced to reprogram infusions on sedated and intubated patient. At the time of the incident there were 4 modules connected to the pump." No patient harm reported.

Manufacturer narrative:
The customer¿s reported complaint of a system error event was confirmed and replicated producing an error 255-16-275 during testing. However, the active infusions did not stop as noted in the description of the complaint nor did the pumps turn off during the error event. Results following test method 10000350934 confirmed the system error event (800.8000.0) occurring on (B)(6) 2021 at 10:47 am. The system error is a general os (operating system) fault triggered by a software anomaly. This error was produced when the ¿safety clamp open/close door¿ alarmed, then the user closed the pump module s/n 14179878 (channel b) door and in rapid succession pressed the ¿start¿ soft key. Consequently, the pcu was placed in an error state. Then after infusing for several hours the state changed when the user changed the infusion rate and the start soft key was pressed, producing an audible alarm displaying a system error 255-16-275. Testing confirmed, key press replication can produce the reported system error 255-16-275 alarm on customer¿s pcu and display communication errors on the attached modules, alerting the user of the malfunction. A medical device safety notification letter was sent out in june of 2017, alerting customers to the system error 255-16-275 (800.8000.0) resulting from this issue. The alaris system was being used for treatment. Root cause: the root cause of the customer¿s complaint of a system error is attributed to a software anomaly when the user selects two functions, in rapid succession. In this case, the door was closed after a ¿safety clamp open/close door¿ alarm and in rapid succession, the start soft key button was pressed to start an infusion placing the system in the error condition. Sample inspection: an external and internal inspection of the customer¿s pci identified the male iui with signs of unidentified film contaminants and white dried residue. The female iui showed evidence of dried fluid ingress. All inspected components were observed as bd manufactured parts. No other obvious issues or anomalies were identified with the returned devices during the inspection log analysis results: on (B)(6) 2021 at 05:20 am, pump module (channel b) s/n (B)(6) was programmed with an adrenaline infusion at a rate of 5ml/h with a vtbi of 70ml while pump modules on (channel c) and (channel d) were infusing. After entering the programming parameters for adrenaline, a flo stop open alarm was exhibited and a second later the system soft start key was pressed. As a result, the system was inadvertently placed in an error state, however the infusion was started. The pump continued to infuse until 10:47 am when the user attempted to change the infusion rate to 3ml/h and a system error 800.8000 was exhibited. Logs showed the system being powered on seconds later and all the infusions were restored and restarted. Test results: testing of the pcu, consisting of key replication, simulating the user¿s programming steps, produced the reported system error. The error condition produced during testing displayed a system error code 255-16-275 on the pcu and was logged as an 800.8000.0 (general os failure) in the error log as previously identified in customer¿s logs. It should be noted that during this error state, the pumps will continue to infuse while displaying a communication error on each of the pumps. Test methods: testing was performed per the lvp system error 255-16-275 test method 1503-001-020, dir# 10000360052. See the attached test results file in trackwise (1503-001-020-r (00) lvp system error 255-16-275 test method.pdf). Device history review: a review of the device history record showed the device had a manufacture date of 07/31/2014. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Device evaluation pending.

Event description:
It was reported that there was a system error while an unknown medication was infusing on a patient in the intensive care unit. "System failure' displayed on IV pump, turning off all 4 infusions. Staff forced to reprogram infusions on sedated and intubated patient. At the time of the incident there were 4 modules connected to the pump." No patient harm reported.